Event description:
Treatment of an avm with onyx. It was reported that during onyx injection, resistance was encountered and the injection was stopped for 30 seconds. Afterward, the physician continued to inject onyx and found onyx at the tip of the guide catheter. The physician does not think the catheter was ruptured and performed an angiography by flushing onyx. Onyx was observed flowing into the basilar artery. The catheter was immediately removed and found ruptured. The final angiography shows that onyx flowed into the basilar artery and caused the cerebellum artery flow to slow, other artery flow was as usual. The patient was sent to ICU for anticoagulation and observation. After two days, vital signs were stable and the patient was discharged. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2010-00048.

Event description:
Treatment of an avm with onyx. It was reported that during onyx injection, resistance encountered and the injection was stopped for 30 seconds. Afterward, the physician continued to inject onyx and found onyx at the tip of the guide catheter. The physician does not think the catheter was ruptured and performed an angiography by flushing onyx. Onyx was observed flowing into the basilar artery. The catheter was immediately removed and found ruptured. The final angiography show that onyx flowed into the basilar artery and caused the cerebellum artery flow to slow, other artery flow was as usual. The patient was sent to ICU for anticoagulation and observation. After two days, vital signs were stable and the patient was discharged. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2010-00048.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. (B) (4).

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 24.3 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).